Event description:
It was reported that the pump battery could not be charged. The customer experienced an elevated blood glucose (bg) level displayed as "high". A correction injection was delivered to address bg. The customer reverted to an alternate method of insulin therapy.